Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated when he first got the pump he was staying in the range of 135 mg/dl. Right now the blood glucose was 285mg/dl and going up and last night he was over 400 mg/dl, and then lows of 42 mg/dl. The customer¿s blood glucose went up to 300 mg/dl after bowl full of cereal. The customer¿s current high blood glucose 331 mg/dl. The customer had symptoms like burning eyes. The customer treated with the insulin pump and manual injections. Customer did not allege insulin pump was under delivering. The product was not returned for analysis.